Event description:
The patient was a part of a clinical study. It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a 24 mm watchman flx pro closure device was implanted. The procedure was concluded and the patient was sent to recovery. In recovery, the patient had a hard time waking up. A computed tomography (CT) scan was performed and showed the patient may have had a tia. A magnetic resonance imaging (MRI) scan was scheduled for further evaluation. No further details were provided at the time of this report.